Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per returned instrument test evaluation (rite) testing. Visual external inspection of the device verified that the door cover was broken, which did not adversely affect device functionality. The device had not been previously returned for any issues related to iipv or broken door cover. The assignable cause of the reported difficulty of a broken door cover was determined to be physical damage. The assignable cause of the iipv was determined to be: insufficient drain. Use error, inappropriate bypass of the initial drain. The door cover will be scrapped and replaced during device servicing. The device was subsequently forwarded to service. Product surveillance contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that the patient was doing well on the new cycler. The nurse will follow up with the patient regarding the inappropriate bypassing. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intra-peritoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 1. The drain volume ws 3417 ml. The programmed fill volume was 2000ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.